Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection. Reportedly, the patient was seen and checked in the hospital. No adverse patient effects were reported. The ICD remains in service.